Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to potentially be due to insect infestation in the home environment, but as there was no use error reported and the report was unable to be verified, the cause is assessed as unknown. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.